Event description:
The end user was driving the unit when user became stuck in mud. User got out of the unit and tried to push the unit by the arm when the arm broke off the unit. The end user fell and sustained a fractured left hip.